Event description:
Caller alleged discrepant result compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.3, lab: 2.6. Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010; inr: 4.0, 1.3. Director of nursing also reported that meter results for everyone was 1.3 inr, even non-coumadin pts.

Manufacturer narrative:
Investigation pending.